Event description:
It was reported by service report that the bed was stuck in a high height position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken motion interrupt pan hindered the lift motions, and the bed was stuck in a high height position.